Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) and chest pain occurred. In (B)(6) 2015, the target lesion was located in left anterior descending artery (lad). A 16x3.00mm taxus¿ liberté¿ drug-eluting stent was implanted. The patient's status was stable. In (B)(6) 2015, the patient presented with chest pain. Angiogram was performed and revealed isr of the previously placed 16x3.00mm taxus¿ liberté¿ drug-eluting stent. Another stent was implanted and the procedure was completed. No further patient complications were reported and the patient's status was stable.